Event description:
It was reported that the patient had redness and swelling around the battery site. It was also noted that the patients leg began to cramp and have a lot of pain. The patient underwent an implantable pulse generator (ipg) explant procedure and was doing well post operatively. The explanted device was retained per facility policy, and no other allegation was made against the device.